Event description:
Report #3 of 4 for this event. It was reported a patient underwent a right total knee arthroplasty. Subsequently, the patient experienced pain, swelling and instability. As a result, eight (8), years, five (5) months later, the patient underwent a revision procedure. A revision operative report was provided. Post operative diagnosis was noted as aseptic loosening, right total knee arthroplasty. Intraoperatively, it was noted the femoral, tibial and patella components were significantly loose. Synovitis was evident. The patient was transferred to patient after care unit in stable condition. Additionally, it was reported via legal documentation the patient has experienced and continues to experience pain, discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss and other injuries presently undiagnosed.